Event description:
Event desc: the warming device was turned on to warm up an o.r. Table prior to the pt being transferred to the table. Soon after turning on the device a pungent odor was noted and the room appeared to be hazy. The device was turned off immediately, taken out of service, and sent to biomedical for eval. The device would not turn back on when biomedical attempted to evaluate it. Tech support for the MFR was contacted and the device was replaced. The device involved in the event was returned to the MFR for eval.